Event description:
Customer reported that the 840 ventilator stopped cycling. No patient involvement. The customer reported to have replaced the analog interface pcb. The customer reported the ventilator passed all testing.